Manufacturer narrative:
The treatment tip was returned for evaluation. Visual inspection found hole (dielectric breakdown) in treatment tip membrane. Tip passed flow testing and failed leak testing. Due to hole in treatment tip, no functional testing was done. It was determined that sparks from treatment tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
Reportedly, the customer saw sparks when energy was delivered and the tip was found to have a hole in the membrane. Treatment was completed using another tip. It was reported that there was no patient harm.